Event description:
Biosure screw was implanted (B)(6) 2013 during an acl procedure using allograft. The patient returned to the surgeon due to cyst formation and pain. Surgeon completed a revision procedure to remove the screw. Screwdriver not required to get screw out; surgeon was able to slide it out. Nothing was implanted after screw was removed - almost a year since original surgery. Patient is fine so far.

Manufacturer narrative:
The device has not been received for analysis. (B)(4).

Manufacturer narrative:
Device evaluation: one screw was returned for evaluation. Screw is intact with no visible degradation. The described failure mode appears related to a patient adverse reaction. At this point the only way to assure the original sterility of the screw is through the documentation. An approved certification of sterilization was reviewed for evidence of sterility. In addition, the referenced po for the applicable sterile load was reviewed and it shows that the lot number is question was part of the load (line 20). Based on this documentation, the product was provided sterile and no root cause related to the manufacture or processing of the device can be established. (B)(4). (B)(6) 2014.